Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation. During second inflation at 6 atmospheres for 10 seconds, the balloon ruptured in a pinhole form at near the tip. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.